Event description:
It was reported that the patient was unable to use this inflatable penile prosthesis (ipp) due to a non-functional pump. The patient has been scheduled for a revision procedure. The device remains implanted at this time. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis was visually inspected, leak and pressure tested, and examined using a microscope. One cylinder exhibited damage consistent with explant, however, both cylinders passed leak and pressure testing. Microscopic inspection of the pump component found the pump deflation spring and poppet rod were misaligned as the likely result of failure to follow instructions during use; the pump could not be functionally tested as a result. The pump kink resistant tubing to the reservoir was worn down to the filament but no leaks were identified. Inspection of the remainder of the device did not identify any further damage. The misaligned pump deflation spring and poppet rod could affect the functionality of the device resulting in the reported clinical observations; product analysis confirmed the reported non-functional pump.

Event description:
It was reported that the patient was unable to use this inflatable penile prosthesis (ipp) due to a non-functional pump. A surgical procedure was performed during which the existing ipp was explanted and replaced with a new device. No patient complications were reported.

Event description:
It was reported that the patient was unable to use this inflatable penile prosthesis (ipp) due to a non-functional pump. A surgical procedure was performed during which the existing ipp was explanted and replaced with a new device. No patient complications were reported.